Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: service review: a review of the service history record indicates that the device has been serviced within the last year for a service condition that is not relevant to the current reported condition. Device history review: a review of the device history record showed that there were no issues during the manufacture of this product which would contribute to the reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and determined that the terminals were corroded, and the device failed the visual assessment because the motor housing became loose from the swivel. The device loctite joints were inspected, and it was noted that there was no loctite residue found on the threads of the components. It was determined that the issue was due to improper assembly. It was further determined that due to a hole found in the hose, the functional assessment could not be performed. It was determined that the product failure (motor housing becoming loose from the swivel) was caused by a confirmed manufacturing error, which was addressed in a non-conformance. It was further determined that the most probable cause for the found defect (hole in the hose) was due to improper handling by the user (user error). Therefore, the reported condition was confirmed. The assignable root cause related to the motor housing becoming loose was determined to be due to manufacturing, and the root cause for the hose damage was due to user error.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.  (B)(4).

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the black head on the motor device came apart from the handpiece while in use. It was reported that there was an unspecified delay in the surgical procedure. It was not reported whether a spare device was available for use. It was reported that there was no patient impact. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.